Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed by the customer on (B)(6) 2009 and that it had performed to spec up to (B)(6) 2010. After this date multiple events suggest the device switched itself on automatically resulting in depletion of the pad-pak and filling the memory. Investigation confirmed there to be significant corrosion levels on the membrane tail. Corrosion of the device has been found to occur when the pad device is stored in incorrect locations. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.